Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was updated. It was reported the patient was told they had a short in (B)(6) 2015. The patient lowered the voltage from 4.00 to 3.70, which is the same now as it was in 2015. The patient noted they were getting good results at 3.70. They don't feel any worse at the lower setting. The patient noted they were down to 2.94 on one side and the opposite side was 2.91. The issue remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the ins was replaced in december 2017 due to a detected short in the lead. No patient symptoms or further complications were reported as a result of this event.